Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was off. The patient's blood glucose at the time of incident was 400 mg/dl, which he was unable to correct due to the insulin pump being off. The customer changed the battery and the insulin pump began to alarm with battery out limit. The customer was assisted with clearing the alarm. The basal rates were reviewed and it was confirmed that the basal settings were retained. The customer walked through the rewind and prime process and no further assistance was required. The insulin pump was not returned for analysis.